Event description:
The customer reported, the lead was capped because the lead impedance was <200 ohms. The lead was also suspected to have an insulation break. A new lead was implanted. The device was actively implanted for approx 3 years.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The device records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.